Event description:
It was reported that occlusion alarms occurred. During a system check with tandem technical support, the customer successfully loaded a new cartridge and resumed insulin therapy. Customer¿s blood glucose (bg) was displayed "high"; although specific value was not provided. Elevated blood glucose levels were addressed by manual insulin injection.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.